Event description:
It was reported that the patient alert was triggered due to noise on the right ventricle (rv) lead. Lead impedance is flat with one exception of high impedance. Oversensing was also noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.